Event description:
It has been reported to philips that the system cannot start, stalling at 00:00. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. The fse checked the host pc, ippc (image processing pc), ts, power and dcps (direct current power supplies) of m cabinet and found the dcps to be defective. The fse replaced the dcps assembly to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.